Event description:
6302-7-099 universal shell impactor would not disengage with the 6302-2-050 vitolock solid back cup after impaction in acetabulm cup was removed from socket and a cluster shell of the same size was used. It was put in with an old style impactor. The surgery was completed with good results. Surgery delay 45 minutes.